Event description:
On 14-dec-2023 through 15-dec-2023, the user experienced recurrent hypoglycemia that ultimately led to emergency department evaluation on (B)(6) 2023. Per cds follow-up, the sequence began after the user had been off ilet on (B)(6) 2023 following loss of the infusion set and dexcom g6 sensor after swimming and steam room use; the user then took lantus and reverted to injections. On (B)(6) 2023, the user restarted ilet and cgm in the morning, experienced persistent hyperglycemia through the day, and later developed prolonged hypoglycemia beginning around 19:00 despite consuming carbohydrates. The user administered nasal glucagon at approximately 21:30 after depleting available carbohydrate sources. On 15-dec-2023, after another early morning low and rebound hyperglycemia, the user became hypoglycemic again around 08:30, disconnected from ilet, sought care in the emergency department, received IV dextrose, and was released later that day. The user subsequently reconnected to ilet and elected to monitor closely before deciding on factory reset.

Manufacturer narrative:
Device data for the relevant timeframe, especially 14-dec-2023 to 15-dec-2023, were reviewed. No malfunction alerts or motor errors were identified. The logs show the ilet was responding as intended to available glucose data by reducing insulin delivery as glucose fell and generating appropriate low-glucose alarms. Data also show that on 13-dec-2023, cgm/sensor-related interruptions occurred, followed by suspension of dosing in bg run. On 14-dec-2023, the user restarted the system, entered a bg of 136 mg/dl in the morning, and later experienced repeated low glucose / urgent low soon / urgent low glucose alarms through the evening. On 15-dec-2023, additional low glucose alarms occurred in the morning before the user sought ed care. The reported clinical context is significant: the user had disconnected from ilet and taken long-acting insulin (lantus) the day prior, then restarted ilet the next morning. Residual action from long-acting insulin may have contributed to the later hypoglycemia. In addition, cds documented that during prolonged hyperglycemia on 14-dec-2023, the user should have changed the infusion set sooner, and that keeping the disconnected ilet within cgm range could allow the system to continue learning from glucose values despite insulin not actually being delivered. In summary, this was a serious hypoglycemic event requiring emergency medical evaluation and treatment with glucagon and IV dextrose. No device malfunction was identified based on available data. The event is most consistent with clinical/use-related factors, including recent long-acting insulin use while transitioning back to ilet, preceding hyperglycemia management complexity, and delayed infusion-set troubleshooting rather than a failure of the ilet to function as designed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.